Event description:
Rn was preparing new tubing. As soon as bag was spiked, the fluid ran through the tubing, right through the transducer; a piece of tubing was retained. The rest of tubing was discarded by the nurses the at time of incident.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
A single disposable pressure transducer (dpt) kit was returned to edwards for analysis. Both IV and pressure tubings were cut near the tubing connectors (by the customer) and not returned with the unit. Visual examination of the returned unit under microscope at 10x magnification revealed damage at the bonded dpt housing female luer and female luer of the stopcock that was bonded to the dpt zero-stopcock.

Manufacturer narrative:
A leak test was performed to the kit at a pressure of 300mmhg for 5 minutes. Leakage was detected from a crack at the dpt housing female luer. The flush device appeared intact and seated properly at the close position. The flush device functioned (opened and closed) properly. No leakage was noted across the flush device during leak test. This complaint was reported in error. Evaluation of the returned product confirmed that this is not a reportable malfunction.